Event description:
It was reported that during implant attempt, the lead was not implanted due to the patient's anatomy. The lead was explanted and a new lead was implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies found. Full lead was returned and analyzed. Distal conductor had blood/body fluid.